Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, echocardiogram indicated no marked changes. Subsequently, cardiac arrest occurred. Cardiopulmonary resuscitation (CPR) was performed. Pericardial effusion was noted on echocardiogram. Percutaneous cardiopulmonary support (pcps) was initiated. 4 units of blood were transfused due to bleeding. Subsequently, the patient died. It was believed that the cardiac arrest was caused by aortic contrast study, left ventricular contrast study, annulus fracture and cardiac tamponade due to ascending aortic dissection.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.